Event description:
The pt reported on (B)(6) her blood glucose and insulin history is as follows: time: 12:15 pm; bg (mg/dl): 221; bolus (u): 2.0; time: 12:57 pm; bg (mg/dl): 232; bolus (u): 0.50; time: 1:25 pm; bg (mg/dl): 248; bolus (u): 3.5; time: 2:00 pm. Her bg was reading 260 mg/dl so she decided to go to the emergency room. Upon arrival she was placed on an intravenous saline drip and was able to lower her bg to 190 mg/dl. At 3:30 pm the pod was deactivate and discarded at the hospital. Upon removal she realized the needle never inserted the cannula into the infusion site. She also stated the pink slide was visible in the window.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula, to determine its root cause, or to determine if it could have contribute to the reported hyperglycemia and ER visit. No product lot number was reported therefore no qualification records were reviewed.